Event description:
The customer reported that the patient received a pad site burn during a cardiac ablation procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has been received for eval. Additional questions in regard to the incident have been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.